Event description:
The tubing is separating, coming apart, just below the upper injection port. In one instance this happened durign a chemo infusion of taxol. The taxol leaked on to the pt, on their pant leg. They followed their facility's protocol for a chemo spill and no further injuries were reported. In another instance they were infusion gemzar, a chemo medication, and during infusion this leaked on a pt and on a nurses hands. Facility protocol was followed, and no further injuries were reported.